Event description:
Additional information indicated that there had been no problem with the system. The stimulation was effective. At the time of explant the leads were left intact and only the implantable neurostimulator (ins) was explanted.

Event description:
It was reported that a patient had their device surgically explanted. It was stated that the device was working "fine", but it was "very uncomfortable" for the patient. It was noted that the issue for the patient was the site where the device was located. There were no symptoms or injuries related to this event. The patient status was reported as no injury and no adverse event. No further information about the event was reported.

Manufacturer narrative:
Product ID, 377775 lot# v004479, implanted: 2006 (B)(6), product type lead product ID, 377775 lot# v008543, implanted: 2006 (B)(6), product type lead. (B)(4).